Event description:
It was reported that during polypectomy myomectomy procedure, the blade made a clanking clicking noise when the surgeon was attempting to remove a polyp. The surgeon pulled out the blade and saw that it was bent. The blade shed a piece of metal. The surgeon thought the all fragments were removed. A secondary blade was used to remove the piece of metal. There was a company representative was present during the case. The company representative could not say with complete certainty that the piece was removed from the patient. It was discovered that a piece broke off of the blade in the patient. The surgeon proceeded to aspirate it out with a second ultra blade she opened. The doctor seemed confident that she removed the piece of blade from the patient, but found no evidence to support the claim. The procedure was completed with a 10 minute operative delay. It was confirmed that the doctor surveyed the cavity using our scope and did not see the piece on the monitor. Once she finished surveying the cavity, the surgeon did not see any pieces is when felt confident that she aspirated the piece of metal out.

Manufacturer narrative:
User facility discarded device packaging. Therefore, the lot number and device manufacture date are not available. Inspection of the returned device indicated the following: there was evidence that the outer blade had been bent at the distal tip. The inner blade tip was unwound in a helical fashion. There was deformation at the cutting edge of the inner blade. Further dissection showed there was no component damage other than the inner and outer blades, the critical parameters of the device met specifications. Evidence suggests that the inner blade cutting edge was pulled out of its nominal travel trajectory during use, which resulted in impact between the cutting edge and the outer tube window. As a result, the inner blade unwound and thus particulates generated in this extreme case. The particulates were removed by another ultra blade and suction as reported by the sales representative. Review of the device instructions for use indicated the following precaution: ¿excessive leverage on the morcellator/blade does not improve cutting performance and, in extreme cases, may result in wear and degradation of the inner assembly.¿ based upon these observations, no further action is warranted at this time. (B)(4).